Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted in patient.

Event description:
It was reported that a patient had mandible plates break while eating. Scan for revision surgery planned.

Manufacturer narrative:
As described in the event description, the plate broke while the patient was eating. The plate breakage could be confirmed as an image was provided for review. At the time this event was reported, the plate was in service for 40 days. Correspondence has shown that the surgeon saw the patient on (B)(6) 2022. The mandible is stable and healing. Surgeon will not revise but will monitor patient¿s healing. It is unknown whether the patient was compliant to post-care instructions. This complaint was forwarded to stryker¿s medical expert for evaluation. He stated that " the plate seems to have been used and implanted appropriately.¿ based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time.

Event description:
It was reported that a patient had mandible plates break while eating. Scan for revision surgery planned.